Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving unknown morphine drug (10.0 mg/ml at 2.015 mg/24 hour) via an implantable pump for unknown indications for use. It was reported that the patient reported falling out of a golf cart in june or july, after the fall, she notices that the pump had moved within her pump pocket. Action/intervention: the patient underwent a catheter revision to move the pump from the back to the abdomen. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient weight was unknown. The patient medical history was not available due to legal/confidentiality. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6); implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 24-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.